Manufacturer narrative:
The reported event that straight plate variax fibula, 6 hole / l84mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by using a plate not for its intended indication. The reported and returned device was used to treat an ulna fracture. However, it is clearly specified in the operative technique that the variax fibula straight plates are intended for use in internal fixation of the distal fibula. In addition, it was reported during revision surgery that there had been complete non-union of the bone. This match with the device microscopic inspection which revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. Therefore this case is considered as user related. This is a deviation from the intended use of the device and this reported event is not device related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Explantation of a broken foot plate. Plate broke without trauma. The plate was implanted at the beginning of march.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Explantation of a broken foot plate. Plate broke without trauma. The plate was implanted at the beginning of (B)(6).